Event description:
It was reported that 16 patients experienced drop out, or loss of telemetry monitoring. Eight of the 16 patients were transferred to an alternate device for monitoring. The remaining eight patients experienced 1-2 second drop outs occurring approximately every 8-10 seconds for five hours. Alternate monitoring was not available for these eight patients. No death or serious injury were associated with this report of drop out, and no medical intervention was required.

Manufacturer narrative:
A ge healthcare field service engineer worked with the customer biomedical engineer to investigate the issue. Together, they determined the clinical info center (cic) had a failed network card. The network card could not be replaced because it is an obsolete part. The customer had a spare cic that the biomedical engineer and field service engineer were able to put into use in place of the cic with the failed network card to restore monitoring.